Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, there was impact damage to the strike plate and on the shaft. About half of the first thread fractured on the tip. Sem analysis confirmed the material of the inserter being consistent with 455 ssl, and that the tip fractured due to bending overload. Investigation from supplier confirmed the part was manufactured to specification. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty the inserter thread sheared off. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.